Event description:
On (B)(6) 2011 abbott point of care was contacted by a customer who reported discrepant results for sodium (na) and hematocrit (hct) between the I-stat and their lab instrument on a pt who was taken to pre-cath testing. I-stat result: 7:01 am, na = 111 mmol/l, hct = 23 %pcv; lab result: 10:17 am, na = 137 mmol/l, hct = 33 %pcv. Based on the info at the time, there was no injury associated with this event and no evidence of a product problem. Internal complaint investigation was completed on (B)(4) 2011 and it was determined through return cartridge testing and visual inspection that a section of chem8+ lot c10353 has missing na+ membranes/damaged na+ sensor causing na+, ci- and hct unexpected results.

Manufacturer narrative:
(B)(4).